Event description:
Allegedly the pt's x rays were misread and the wrong size implant was selected. The hosp had a 57mm cup on hand, but a 63mm was needed. The sales office was called and delivered a 60mm cup. The poly locking ring cracked while reducing the pt's hip during implantation. The cup was removed and replaced with a 60mm endoprosthesis. The surgery was extended 45 minutes.